Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the the theatre had removed a distal clavicle plate from a patient which allegedly failed. It was also reported in the operation notes that a 2.3mm screw was broken out of the lateral fragment. No delay or adverse consequences to the patient were reported.

Manufacturer narrative:
A visual examination under magnification of the returned 2.3mm 13 hole left distal clavicle plate (pn 70-0126-s) was performed. The plate had signs of general use and was fractured into two pieces. The fracture occurred in the group of proximal holes of the plate. The fractured surface appeared mostly grainy. There was also a fractured screw stuck in one of the proximal holes. Plate breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, in proper screw insertion/removal, and improper surgical technique. Clavicle plates can also fail after surgery within patients when subjected to sudden torque or twisting motions. No definitive conclusion can be made.